Event description:
It was reported that there was a perforation from the right ventricular lead. The lead had high thresholds and low sensing values. It was also reported that there was a large hematoma in the pocket and the patient also had hemopericardium. In addition, the patient had shortness of breath and chest pain. The device and the right ventricular lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on several conductors (not obstructed), the inner tubing was kinked/buckled, there was a white substance on the exposed defibrillation coil, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, the guidetooth was damaged and there was apparent explant damage.